Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. The display had no backlight and this failure was caused by an overheated lower spool on the inverter within the programmer. The inverter cover was also found to be melted. Both parts were exchanged and there are no further problems with the programmer.

Event description:
Boston scientific received information that this programmer's screen went blank. Closing and opening the lid and re-starting the programmer only temporarily resolved the issue, as the screen went blank multiple times afterwards. The programmer will be returned for analysis. No adverse patient effects were reported.